Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on (B)(4) 2014, from a respiratory therapist (rt) who called ikaria customer care and technical support (ts) and explained that inomax dsir number (B)(4) had a possible power failure. It was further explained that during the night shift, the hospital ran a backup generator test by switching the hospital's power supply to the backup generator. Upon completion of the test, the hospital was switched back to normal power, at which time the inomax dsir number (B)(4) experienced an issue. The device was in use on a patient at the time of the device issue and no adverse event was reported. This report was second hand and the reporter was unsure if the device completely lost power or if the display had an issue. He believes that the display turned gray, not black and was unsure if any audible alarms were present at this time. The rt had tested the device on (B)(6) 2014 and did not experience an issue. He was not comfortable keeping the device and requested that it be switched out. Inomax dsir number (B)(4) was removed from service and returned to ikaria for a full functional check. Investigational results were received on (B)(4) 2014.

Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) contacted ikaria regarding a device issue with inomax dsir number (B)(4). The device was in use on a patient and no adverse event was reported ((B)(4)). Device investigation was completed on (B)(4) 2014. Evaluation summary: inomax dsir number (B)(4) was returned to the manufacturer for a service investigation. The ikaria regional service center (rsc) reviewed the service log and findings revealed a delivery failure (df) alarm with backlight current below minimum (actual value: 652 counts and minimum: 800 counts). The rsc investigation also experienced the reported complaint of a blank display, noted the df with backlight current below minimum and replaced the display/touchscreen. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. Case comment: (B)(4) 2014: this device did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).